Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions were observed. Based on the results of the investigation, the image issue was attributed to electrical component problems, the corrosion was attributed to environmental related problems, and the burnt distal end was attributed to stress related problems. A definitive root cause could not be established for any of the observed malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the broncho videoscope had the following reportable malfunctions: image noise occurs during angulation in up/down directions. C-cover has a burn. Scope connector has corrosion. Air valve is corroded. There were no reports of patient involvement.